Event description:
Related MFR report: 3006705815-2020-31206. Additional information received identified both of the patient's scs system leads were replaced due to the high impedance. The device replacement addressed the patient's issue, and the patient was reportedly doing well postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31206. It was reported the patient was unable to increase the scs system's stimulation amplitude. A system diagnostic by the company representative found multiple lead contacts above optimal level. The representative was not able to reprogram the patient's scs system and restore stimulation therapy. Surgical intervention may be necessary to address the issue.